Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection determined that the device was in a good physical condition. A review of the alarm log identified an occurrence of the insert slide clamp alarm. This confirmed the reported condition. The cause of the insert slide clamp alarm was determined to be an out of calibration safety clamp. To address this issue, the safety clamp was cleaned and recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an insert slide clamp alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.